Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the issue was resolved by camera replacement.

Manufacturer narrative:
(B)(4). The system checkout was completed. The camera was replaced on 2019-07-22. The system passed a system checkout. The same codes still apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). A system checkout was pending. Analysis of the returned camera found camera damage. Review of the event log revealed a bump detected on (B)(6) 2019. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera fell out of the bracket and hit the floor. When re-installed onto the navigation system, multiple error messages appeared and the camera did not wok. There was no patient present when this issue was identified.